Event description:
Who gave you info? Pt. What is the complaint about the product? Needles are slanted-unk if pt experienced any side effects. Was the product taken or administered? Yes; what is the number? Lot# 210535, exp: 04/2023. Can the MFR call the pt for f/u if necessary? Yes. Can the MFR arrange for product pick up? No; md aware and drug therapy continues unchanged. Reported to (B)(6) by pt/caregiver.